Manufacturer narrative:
Device not available for return.

Event description:
A perceval pvs27 was implanted on (B)(6) 2018. Later that day, the patient was reoperated and the valve was explanted and replaced with a smaller perceval, pvs25.

Manufacturer narrative:
The device was not returned to manufacturer and the serial number remains unknown. As such, no further investigation could be performed. Given that a psv27 was explanted and replaced with psv25, it can reasonably be concluded that the event is attributable to mis-sizing.

Event description:
A perceval pvs27 was implanted on (B)(6) 2018. Later that day, the patient was re-operated and the valve was explanted and replaced with a smaller perceval pvs25. The indications for reoperation were not specified. It was reported that the physician originally thought the sizing was correct, but that a new size was implanted at the time of re-operation. No information was provided about patient anatomical features or other factors that may have contributed to the change in valve sizing. No other information was provided.